Event description:
The user facility reported that the femoral artery was punctured conducted under ultrasound with the involved angio-seal device. A 7f sheath was placed, no complications. Used materials was a percutaneous transluminal coronary angioplasty (ptca)-catheters, shockwave, and stents. The closure puncture site was monitored by fluoroscopy, there was no calcifications in the situ and the vessel diameter size was sufficient, until the puncture seal steps no abnormalities were seen. When the puncture site was sealed, the complete device came out with no resistance. The patient was involved. Manual compression was applied, and a pressure bandage was placed. The procedure performed for the patient prior to use of closure device was percutaneous coronary intervention (pci). A 7 french sheath size was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion no issues. During deployment the device was pulled out. The patient was in stable condition. Hemostasis was achieved by manual compression.

Manufacturer narrative:
Date of birth: requested, not available due to patient confidentially. Weight: weight normal bmi. Ethnicity: requested, not available due to patient confidentially. Race: requested, not available due to patient confidentially. Implanted date - device was not implanted. Explanted date - device was not explanted. Occupation: cardiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip was returned for evaluation. The returned sample included the carrier tube, hemostasis sheath, and an arteriotomy locator along with the header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. The temperature indicator was observed to be black. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. However, the suture was broken during the process and the anchor and collagen were pulled from the device. The carrier tube was removed from the hemostasis sheath to continue deployment testing of the suture. The suture continued to break during testing, and the carrier tube hub was subsequently opened to further inspect the spool of suture. The spool was found to have been intact, but deployment testing was unable to be completed as the component continued to break. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The outer diameter (od) of the tamper tube and the inner diameter (ID) of the carrier tube assembly were measured. The outer diameter of the tamper tube was measured to be 0.080'' which was within the specification of 0.081" +0.000/-0.005". The carrier tube inner diameter (ID) was found to be 0.089" which is within the specification of 0.085" minimum. Measurement was within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed for non-deployment device pull-out. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. Dried blood substance was found coated on the tamper tube which affected its deployment and did not deploy during testing. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).